Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was 38 mg/dl at the time of incident. The customer stated that she treated her low blood glucose with 2 insulin tablets. The customer declined to troubleshoot for the low blood glucose. The customer stated that she also received a battery out limit alarm and a failed battery test alarm. The customer stated that the insulin pump needed to reset the time and date after the blank display. The customer was assisted reprogramming the time and date. The customer stated that they were using the recommended battery. The customer stated that they changed the battery but the insulin pump will not power up. The customer stated that the insulin pump was working fine and did not want to continue troubleshooting. The insulin pump will not be returned for analysis.